Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) from bipolar pacing to unipolar pacing due to high out-of-range pace impedance measurements. As a result, the patient experienced palpitations near the can. It was noted that programming the device back to bipolar pacing would resolve the palpitations, however there was concern that another out-of-range impedance measurement would trigger a subsequent lss. In addition, review of stored signal artifact monitoring (sam) events revealed high frequency noise. Technical services (ts) recommended turning off the minute ventilation (mv) feature. Possible lead issues including lead fracture were discussed, however the hcp stated that an x-ray did not show anything. The ra lead was later surgically abandoned due to pacing inhibition, and a new lead was successfully implanted. No additional adverse patient effects were reported.